Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon expanded past the markerbands. The target lesion was located in the right coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, during the first inflation at 16 atmospheres for 30 seconds, it was noted that the balloon had expanded past the markerbands. Subsequently, the balloon was deflated. During the second inflation, the balloon continued to grow past the cone and past the markerbands. The balloon was deflated and was completely removed from the patient. No damage was noted after the device was removed. The procedure was successfully completed with a different device. No patient complications were reported. The patient was doing well and was discharged with no issues.